Event description:
Our system utilizes shrink wrap (from shrink safe) on neuromuscular blocker vials. While removing shrink wrap on a rocuronium vial, the pull tab broke off and left the vial inaccessible. This is not the first time this has reportedly happened. There have been continued and growing concerns with this strategy to differentiate neuromuscular blocker vials and the barrier component has proved to be a disadvantage.